Event description:
It was reported that a home patient had a high drain 106 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice device after use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. An external/internal inspection was performed on the device and found no issues. The device passed functional testing. The pneumatic system of the device was tested and found to be working to specifications. A short simulated therapy was successfully completed on the device. The reported iipv event was identified in the event history log, but during sample evaluation no nonconforming product was found related to the reported issue. The device was determined to meet specifications. The service history review found that the previous device servicing did not cause or contribute to the reported issue. The cause of the high drain alarm was determined to be use error, tidal total uf removal set too low. In addition, the initial drain volume alarm was set too low in relation to the last fill volume. The homechoice and homechoice pro apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.